Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned device confirmed that the balloon is well folded and shows no signs of inflation. The stent is neither deformed nor damaged. Judging from the x-ray markers the stent is not displaced and the crimped diameter of the stent complies with the specification. Thus, the reported complaint event cannot be confirmed. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, we can confirm that no product failure could be determined.

Event description:
An orsiro drug-eluting stent system was selected for treatment. After removal from the packaged it was detected that the stent was damaged.